Event description:
During repair of a lesion located in the superficial femoral artery (sfa), this balloon ruptured at 6 atmospheres using an indeflator. The patient is a male (age unknown). The vessel had severe calcification, severe tortuosity and 100% stenosis. The product was properly inspected and prepped prior to insertion. The physician used a contralateral approach to enter the patient. There was no difficulty accessing the lesion with a guidewire or crossing the lesion with the balloon. After the balloon ruptured, it was safely removed from the patient and another balloon was used to successfully complete the procedure. There was no reported injury to the patient.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt.